Event description:
While patient was on ventilator the ventilator screen went blank, no settings could be seen to monitor patient. Patient was transferred to another ventilator. Vent was sent in for repair. Pulled out of service. Ge vent had an issue where the screen went blank.